Event description:
Md attempted to bring flexima stent back through scope and out biopsy port. This attempt made the stent break apart and lodged a portion of the stent in the biopsy port. Staff was able to clean scope with brushing and ultrasonic cleaning. The scope was leak tested and passed. Upon attempting to do another endoscopic retrograde cholangiopancreatography with same scope, we could not put anything into biopsy port and with much manipulation were able to obtain a small piece of stent that had been lodged.